Manufacturer narrative:
This report is submitted on february 8, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to an infection (non-device related).

Manufacturer narrative:
Device analysis report attached. This report is submitted on june 12, 2024.